Manufacturer narrative:
Topuz, b., sicimli, c., halis, a., kaya, e., yilmaz, s., zor, m., yalcin, s., & bedir, s. (2025). Efficacy and safety of low-power holmium laser enucleation of the prostate: experience gained from more than 700 cases. Turkish journal of medical sciences, 55(5), 1213-1219. Https://doi.org/10.55730/1300-0144.6075. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
T was reported that, an article published in the turkish journal of medical sciences evaluated the safety and effectiveness of low-power holmium laser enucleation of the prostate (lp holep) for the treatment of benign prostatic hyperplasia (bph). The retrospective study included 713 patients who underwent lp holep between january 2017 and december 2022 at a tertiary center in turkiye. The mean patient age was 62.43 years. The procedures were performed by experienced urologists using a single-pedal holmium laser, versapulse, with a low-power setting of 37.5 w, and a 550 nm end-firing slim-line fiber for prostate enucleation. Tissue morcellation was performed using the versacut tissue morcellator. The 3-lobe enucleation technique with early apical release was used, and patients were operated on under general or spinal anesthesia. Reported postoperative complications included transient stress urinary incontinence in 11 patients, transfusion requirement in 23 patients, clot retention in 23 patients, recatheterization in 12 patients, hematuria in 50 patients, urinary tract infection in 13 patients, bladder neck contracture in 14 patients, urethral stricture in 11 patients, postmicturition inability in 12 patients, postmicturition dribbling in 22 patients, and reoperation in 14 patients. The article classified immediate complications as clavien grade 1 in patients with hematuria, clavien grade 2 in patients with urinary tract infection, clavien grade 3a in patients who required recatheterization, and clavien grade 3b in patients who required reoperation. No clavien grade 4 or 5 complications were reported. Stress urinary incontinence was resolved in all patients by the 6-month follow-up. The study concluded that lp holep could be performed safely and effectively; however, further randomized prospective studies were considered necessary to validate it as an alternative to high-power holep.